Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product returned.

Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl (patient's meter) and 285 mg/dl (neighbor's unknown accu-chek meter).